Event description:
Procedure type: anastomosis. According to the reporter: during surgery, the surgeon found the anastomosis ring annular to gap due to too large a buckle. The surgeon change the device to be consistent with other surgeries. Surgery time was extended more than 30 minutes but there was no blood loss or injury, and the pt has recovered. Additional info has been requested.

Manufacturer narrative:
(B)(4)